Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt trunk cable was severed and missing and the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief, damaging the trunk cable connector j702 on the distribution node (dn) pca. The root cause for the strained cable was excessive force.

Event description:
A us distributor returned an electrode belt for an unrelated reason, and it was unable to complete functional testing.